Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024.

Event description:
It was reported that the implantable pulse generator (ipg) has been nonfunctional due to charging difficulties and appeared to be mobile. It was also noted that the patient experienced shocking, burning sensation, and pain along the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the implantable pulse generator (ipg) has been nonfunctional due to charging difficulties and appeared to be mobile. It was also noted that the patient experienced shocking, burning sensation, and pain along the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively.